Event description:
Pt underwent bilateral breast augmentation on 7/26/93. Several months prior to admission, she suffered blunt trauma to the right breast with subsequent gradual deflation of the right breast implant. On 1/22/97 pt underwent an exchange of the ruptured right saline implant.